Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm noted. The insulin pump esc button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 148 mg/dl. The customer stated that the insulin pump got wet. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported that the insulin pump had a keypad anomaly. Customer's blood glucose was 148 mg/dl. The customer stated that the insulin pump got wet. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.